Event description:
Non healing exudative dermatitis of face. No definite etiology determined. (Delayed healing).

Manufacturer narrative:
Conclusion is that injury was due to the pt's particular skin physiology. Coherent has added to the ultrapulse operator manual, "postoperative infection" as a potential complication and has added "caution: delayed wound healing and/or the onset of facial pain may be an indication of infection and should be quickly evaluated.."